Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a calibration issue with the master tool manipulator (mtm).

Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the customer experienced an issue where the wrist angle of instruments installed in universal surgical manipulator (usm) 3 moved in an undesired angle. Before contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had reseated the sterile adapters and tried different instruments, but the issue persisted. The tse advised the customer to power cycle the system when possible. The procedure was completing as planned with no reported injury. Isi followed up with the surgeon and obtained the following additional information: the instruments were inside the patient when the issue occurred. The customer power cycled the system, but the issue was not resolved. The issue was resolved after field service engineer (fse) adjustment. There were no patient injuries.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a calibration on master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.